Event description:
The customer obtained positively biased phyt results on a single patient sample while performing a correlation study between the vitros 950 and 5, 1 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that phyt precision and qc results were as expected on the vitros 950. Review of results for the patient sample in question indicate that the results obtained were not unexpected. The root cause is unk.